Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported she was hospitalized. Customer stated she has just left the hospital because of her high blood glucose. Customer explained not hospitalized due to high blood glucose but it was high because her it was not being monitored at the hospital except for when she would ask. Level was at 355 mg/dl and then at 388 mg/dl. Customer complained about sensor reading discrepancies. Customer reported that the sensor was reading about 90 points lower and then reading higher. Customer had the sensor feature turned off. Nothing further reported.